Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported "implants are ruptured." This is the left side record. Device remains implanted.

Event description:
Device has been explanted.